Manufacturer narrative:
Weight and ethnicity not available. (B)(4). A review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews for this equipment was performed. Equipment documentation/label review defines potential complications and adverse events associated with this type of surgery. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that although patient did squeeze the laser portion went normally. During surgery when physician went to do the hydro, the superior limbal relaxing incision (lri) blew open however, the surgeon did not realize it. The surgeon did notice that a lot of water came out of the eye and attributed it to the patient squeezing. At the same time the lens popped out of the bag. He removed the cataract and realized the bag was torn. The lens was implanted in the sulcus and he finalized the case at which point he realized that the lri blew open and a suture was required to close it.